Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 41 mg/dl. No further details about their low blood glucose event. Customer reported that blood at site upon insertion of first sensor. Customer reported calibration not accepted and change sensor alert on second sensor. Customer declined to troubleshooting. It was unknown whether the customer using auto mode feature at the time of reported low blood glucose event. Insulin pump will not be returned for analysis.